Manufacturer narrative:
Product ID 3487, serial# (B)(4), explanted: 2013-(B)(6), product type lead product ID 7495, lot# xr0033581n, product type extension product ID 74001, product type adapter product ID 3550-29, product type accessory. (B)(4): analysis of the lead revealed the conductor was broken at the anchor site. Conductors 0, 1, and 2 were broken 13.3 cm and 15.1 cm from the proximal end. Analysis of the extension no significant anomaly, but it was noted the body was cut through. Analysis of the adaptor revealed no significant anomaly, but it was noted the proximal end was stretched. Analysis of the plug revealed no anomaly. (B)(4).

Event description:
It was reported there was a problem with the patient¿s neurostimulator system. The patient was scheduled for a revision on (B)(6). The patient was seen on (B)(6) and it was determined the patient¿s implantable neurostimulator (ins) was depleted. A recharge was performed and once the ins was charged up to 25% an impedance test was run; all values were within normal range. Each electrode was tested in sequence up to 10.5v with no stimulation reported by the patient. The patient was tested again on (B)(6) with the ins at 100% charge with the same result. The reason for removal was lead breakage. New leads were implanted and good intraoperative testing was observed. It was reported during lead removal the lead was damaged by the surgeon near the connector to the extension. The connector barrel was also cut off the extension during the procedure. The adaptor was sheared during extraction and part of the ins end came away from the rest of the adaptor. The patient was programmed after the procedure and stimulation was resumed. It was noted the patient fully recovered.

Manufacturer narrative:
(B)(4).